Event description:
A customer reported to baxter (B)(4) of a v-link catheter extension set in which the tubing detached from the luer of the extension set, that is, not from the vlink adaptor, but instead from the winged plastic portion of the luer. The nurse noted that the tubing was detached after the peripheral IV had been running prior to surgical procedure. The tubing had been clamped proximal to the patient. The process step was during use; therefore, there was patient involvement. Any report of patient injury or medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. A batch review was conducted and there were no deviations found during the manufacture of this lot. Once the sample is received and evaluated, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual and a companion sample were submitted for an evaluation. A visual inspection was performed on both samples, and the reported condition was confirmed on the actual sample only. The separated condition was confirmed between the winged female luer lock and the tubing on the used unit. The cause for this condition is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.